Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump froze while giving herself a bolus. The customer changed battery and the pump did not unfreeze. Customer does not recall any significant events leading to the error. Customer's blood glucose was 112 mg/dl at the time of the incident. Troubleshooting was done to help to unfreeze the pump including changing the date and time. Customer was advised to discontinue use of the device and revert to a back-up plan per her doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.